Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The end user has reported: accolade stem failure at the neck of the stem.

Manufacturer narrative:
Reported event:  an event regarding damage involving metal head was reported. The event was confirmed based on inspection. Method & results:  device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 25-jan-2020. This inspection indicated the returned head is; damage consistent with head taper and stem trunnion interaction was observed. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the dimensional aspects are not in question. Material analysis: a material analysis has been performed. The report concluded: the returned stem had fractured in fatigue from the superior to inferior surfaces, with final fracture occurring in overload. An intergranular morphology was observed on the fracture surface, but not adjacent to the fracture initiation location. Damage consistent with loss of taper lock was observed on the neck of the stem. Damage consistent with impingement against the stem was observed on the distal rim of the liner. Eds showed that the stem and head chemistries were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabeled x-ray ap pelvis: uncemented right tha with displaced fracture of stem at the base of the trunnion. The modular head remains in the acetabular component. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. While the event description appears to be confirmed by the single x-ray provided, insufficient information is offered to create a medical report for this case.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion:  lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The event was confirmed based on inspection. Visual inspection was performed as part of the material analysis report (mar), dated 25-jan-2020. This inspection indicated the returned head is shown; damage consistent with head taper and stem trunnion interaction was observed. .the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
The end user has reported: accolade stem failure at the neck of the stem. Update december 11, 2020: reviewed photos of devices shows liner wear.